Event description:
The patient reported that over the past 2 weeks, she has 13 v-go devices were the needle button released unexpectedly during use. The patient confirmed she did not unintentionally press the needle release button. The patient reported she had 13 devices available for return. Do date, the devices have not been returned to the manufacturer for evaluation.